Event description:
It was reported that the 2600 system filmer would drive to the stop and the table would not boot. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.